Event description:
It was reported that the patient faced five infusion sets tubing leakage events at site on 12-feb-2026. The infusion sets were used for six to twenty four hours. Blood glucose level was high at the time of the event and patient took correction bolus via pump.

Manufacturer narrative:
Initial 3 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.